Event description:
A 53-yr-old male was admitted with acute diabetic ketoacidosis and aspiration pneumonia which progressed to end stage adult respiratory distress syndrome. He became septic and was placed on a ventilator due to high airway pressures while on the conventional ventilator. On 7/23/93, the ventilator malfunctioned while the pt was on it. The ventilator started alarming and an "error" message appeared on the screen in a foreign language. The pt desaturated and had to be manually ventilated. He was subsequently placed on a conventional ventilator without any advers effects. The arterial blood gas results obtained on the conventional ventilator indicated that the pt was tolerating the cahnge well, and the decision was made for the pt to remain on the conventional ventilator. Pt expired 7/25/93. According to clinical engineering, who performed an initial eval, the ventilator appeared to have experienced a program problem. It was operating in a self-test mode and would not return to the operating mode. The ventilator was returned to co via the rental co for further eval on 7/27/93device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem, other. Conclusion: software/firmware caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.